Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approximately 41 months ago. The aneurysm had an aortic neck of 24 mm without thrombus. Vessel morphology was not reported. It was reported that approximately 21 months ago, a type ii endoleak was found, and the physician elected was noted at that time. Approximately 5 months ago, CT demonstrated that the aneurysm was reverse funnel shaped and had enlarged to 7.5 cm in diameter, and a migration of 10 mm toward the distal direction was also noted, as there was a type I endoleak evident due to a lack of a proximal seal. The primary cause of the migration was due to disease progression and a severely angulated aortic neck, estimated to be about 80 degrees, and the secondary cause was due to aneurysm expansion and the type ii endoleak. Approximately 1 month ago, the physician elected to implant one talent cuff, one aneurx cuff, and a palmaz stent; however, the endoleak could not be sealed. Several days later, angiography revealed no endoleak; however, the physician elected to perform an open surgical repair by wrapping the proximal aorta with umbilical tape, with successful results. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
Evaluation results: (endoleak, graft migration); (severely angulated aortic neck, aneurysm expansion, retrograde blood flow from the lumbar vessels). Evaluation: conclusion: (severely angulated aortic neck, aneurysm expansion, retrograde blood flow from the lumbar vessels).